Event description:
This is the same event and the same pt reported under MDR ID# 2939859-1999-00175. This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested in june 1999 with negative results. On 7/2/99, the pt was treated with two formulations of product in the oral commissures and the vermilion borders. Almost immediately after the treatment, the pt noticed hives on her cheeks and the treatment sites. The physician prescribed claritin and advised the pt to take hydroxyzine at home. On 7/2/99, the pt was examined and the physician believed the symptoms were product related hypersensitivity. No further medical or surgical intervention was prescribed or planned.